Event description:
It was reported that the atrial lead had high thresholds. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the atrial lead was also oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78, lead, implanted: (B)(6) 2007; 6949-65, lead, implanted: (B)(6) 2006. (B)(4).